Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure the balloon of one onyx trucor coronary drug eluting stent ruptured during stent deployment. The rupture occurred at 6 atm. The patient presented with three hours of chest pain and was diagnosed with an anterior wall st-segment elevation myocardial infarction (stemi). There was st elevation on the EKG. The lesion being treated had 100% chronic total occlusion (cto) in the proximal left anterior descending (lad) artery. The device was not inspected before use. Negative prep was performed with no issues. The device did not pass through a previously deployed stent. It was detailed that a 6f launcher guide catheter was engaged to the ostial left main (lm) through a 6f sheath via a right femoral approach. A non-medtronic guidewire crossed the distal lad. A thrombus aspirator was used, and a clot was aspirated at the mid lad. A 2.0x20mm sprinter legend balloon was inflated at the proximal to mid lad up to 22 atm. Then the onyx trucor was deployed at the proximal lad to 6 atm, but the balloon ruptured. No reflow developed. A 3.0x15mm sprinter legend was then used and inflated at the proximal lad up to 18 atm. The thrombus aspirator was again used, and a clot was aspirated at the mid lad. The 2.0x20mm sprinter legend balloon was again inflated up to 20 atm. A 2.75x38mm non-medtronic stent was then deployed at the proximal/mid lad. The thrombus aspirator was used three more times on the lad. Final results were no residual stenosis with timi iii flow. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the thrombus was present prior to the procedure. The rupture occurred on the first inflation at 6 atm. The patient current status is described as ok. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the lesion had 70% severe calcification and 70% moderate vessel tortuosity. The lesion was pre-dilated. Resistance was not noted while advancing the device to the lesion. The device was not moved or repositioned in the lesion while inflated. There was no issue with the launcher guide catheter used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.